Manufacturer narrative:
Device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm, failed battery alarm, prime/fill anomalies and possible over delivery due to motor error alarms. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had insulin squirting out when priming and longer on rewind. The customer¿s blood glucose level was unknown. The customer was declined troubleshooting for all issue. Customer stated that insulin pump had rejects new battery and battery life less than 1 per week. Customer stated that stripping on battery area. The insulin pump will not be returned for analysis.